Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ pain pelvic region'), genital haemorrhage ('abnormal bleeding (general)'), intra-abdominal haemorrhage ('excessive abdominal bleeding') and endometriosis ablation ('surgery (other)-type of surgery; burn abnormal cells from endometriosis') in a 25-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient underwent endometriosis ablation (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / excessive bleeding"). In (B)(6) 2018, the patient experienced cervical dysplasia ("tumar/ treatoma/ cancer- type located in uterus,and pre cancerous cells inside my cervix"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("other injury(ies) or complication (s) please describe: mood swings"), abdominal discomfort ("burning sensation in the lower abdomen and pelvic regions"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal changes describe:"). The patient was treated with surgery (burn abnormal cells and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, cystitis, vaginal infection, abdominal pain lower and abdominal pain had resolved, the intra-abdominal haemorrhage, endometriosis ablation, vaginal haemorrhage, menorrhagia, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight decreased, mood swings, abdominal discomfort, urinary tract infection, hormone level abnormal and cervical dysplasia outcome was unknown and the alopecia was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, endometriosis ablation, genital haemorrhage, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discremptency -date(s) of insertion: (B)(6) 2006, 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Every thing was fine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Events : pain \ pain pelvic region, abdominal pain, lower abdomen pain, hair loss, migraines, abnormal bleeding (general) outcome updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ pain pelvic region'), genital haemorrhage ('abnormal bleeding (general)'), intra-abdominal haemorrhage ('excessive abdominal bleeding') and endometriosis ('surgery (other)-type of surgery; burn abnormal cells from endometriosis') in a 25-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced endometriosis (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced cervical dysplasia ("tumar/ treatoma/ cancer- type located in uterus,and pre cancerous cells inside my cervix"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("other injury(ies) or complication (s) please describe: mood swings"), abdominal discomfort ("burning sensation in the lower abdomen and pelvic regions"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal changes describe:"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2018 full hysterectomy, dnc, leep,loop,biopsies, laproscopy and burn abnormal cells). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage, endometriosis, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight decreased, mood swings, abdominal discomfort, alopecia, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, hormone level abnormal, cervical dysplasia and abdominal pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discremptency -date(s) of insertion: (B)(6) 2006, 2005 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.699 kgs. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Every thing was fine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ pain pelvic region'), genital haemorrhage ('abnormal bleeding (general)') and intra-abdominal haemorrhage ('excessive abdominal bleeding') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced endometriosis ("surgery (other)-type of surgery; burn abnormal cells from endometriosis"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced cervical dysplasia ("tumar/ teratoma/ cancer- type located in uterus,and pre cancerous cells inside my cervix"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("other injury(ies) or complication (s) please describe: mood swings"), abdominal discomfort ("burning sensation in the lower abdomen and pelvic regions"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal changes describe:"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2018 full hysterectomy, dnc, leep,loop,biopsies, laparoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight decreased, mood swings, abdominal discomfort, alopecia, cystitis, vaginal infection, urinary tract infection, abdominal pain lower, hormone level abnormal, cervical dysplasia, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discrepancy -date(s) of insertion: (B)(6) 2006, 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Every thing was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; hormonal imbalance, genital bleeding, vaginal bleeding menorrhagia,bladder infection, urinary tract infection, vaginal infection, migraines, headaches,nausea, dental problems,dysmenorrhea, dyspareunia ,weight loss, mood swings,burning sensation in the lower abdomen and pelvic regions, hair loss, endometriosis, pelvic pain, lower abdominal pain, cervical dysplasia, abdominal bleeding, abdominal pain. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.